Event description:
The clinician reports the implant was inserted (B)(6)2019 in ada 3. On (B)(6)2024, loss of osseointegration was verified. Patient presented with fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, hypersensitivity and inflammation. No further patient complications were reported.